Event description:
The customer reported that on 1/10/1998 vasoseal was used following a ptca procedure. Pressure was held for 25 minutes and femostop was applied due to patient's size. The following day there was oozing around venous sheath still in place. Femostop was reapplied for venous sheath pull. Later that day the patient was given two units of blood. Which was due to a hematoma.